Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant had tore through the sterile packaging into the inner box. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event was confirmed with product received. Visual inspection confirms that both the inner and outer sterile barrier have been breached. DHR was reviewed and no discrepancies relevant to the reported event were found. The product was likely conforming when it left zimmer biomet control. The root cause of the reported event is likely to be damage caused by the transit process. A corrective action was opened to assess all current sterile barrier systems used to package products at zimmer biomet bridgend. As part of this action, the pouch for the device is being improved to use a stronger material (nylon), and foam end caps are being added to prevent friction. Also, the orientation the devices are packed in the shipper box is moving from vertical to horizontal, and the thickness of the shipper box has been increased. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.